Event description:
The healthcare professional reported that during coil embolization procedure targeting a ruptured basilar tip aneurysm, the physician experienced detachment issues with three cerepak coils: a 5mm x 17cm cerepak uniform (fcx100517 / 31127138), this was the 7th coil used in the procedure, a 2.5mm x 5cm cerepak freeform xtrasoft (xcr122505 / 31077167), this was the 15th coil used in the procedure, and the 16th coil, another 2.5mm x 5cm cerepak freeform xtrasoft (xcr122505 / 31077167). It was reported that the physician attempted to place the coils through an sl-10® microcatheter (stryker) microcatheter. Then once the coils were advanced into position, the physician hooked up to the detachment handle (mdh1 / lot# unknown) and attempt to detach. For each of the three coils, after the first attempted detachment, the physician noted that the coils had not detach and he reattached the coils to the detachment handle and made second unsuccessful attempt to detach the coils. It was reported that the coils were removed, and the physician continued with the procedure. There was no report of any patient injury. On 24-oct-2024, additional information was received. Per the information, the target was a ruptured, approximately 7mm spherical aneurysm with a 11mm neck. The information indicated that manual break was attempt with the last two coils in addition to the use of the detachment handle. When the coils were removed, they were still attached to their respective delivery systems; the coils did not appear to be stretched. The same concomitant sl-10® microcatheter (stryker) was used to complete the procedure. The procedure was successfully completed. The detachment handle is not available for return. On 25-oct-2024, additional clarifying information was received. The information indicated that the coils were replaced for the procedure. The replacement coils were a 5mm x 17cm cerepak uniform (fcx100517) and two 2.5mm x 5cm cerepak freeform xtrasoft (xcr122505).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not available. Section e.1: the initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The full UDI is not available without the manufacture date. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the catalog and lot number of one of the products reported in the initial 3500a medwatch report. [Correction]: the 16th coil was reported in the initial medwatch report to be a 2.5mm x 5cm cerepak freeform xtrasoft (xcr122505 / 31077167). On 12-nov-2024, an email was received with the corrected 16th coil. The 16th coil was a 2.5mm x 3.5cm cerepak freeform xtrasoft (xcr122535 / 31140719). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.